Manufacturer narrative:
(B)(4). Batch # r59t4k. Additional information was requested and the following was obtained: was the device able to be fired? If yes, was the firing trigger fully advanced/fired? The firing trigger was fully advanced. Did the device deliver any cut line? No. If yes, what portion of the cut line was delivered? Did the device deliver any staples? If yes, what was the appearance of the deployed staples (b-formation, irregular, unformed)? Unformed. How was the procedure completed? To complete the procedure, a new device was used. Were there any patient consequences? If yes, please describe. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that in the course of a anterior resection procedure using cs40g, an error occurred in the process of firing. When surgeon fired the trigger, the blade did not proceed and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. There were no reported adverse consequences for the patient so far.